Event description:
A report was received that a patient's precision system was explanted. The patient reported that his back pain was worsened by the stimulation. The patient is reportedly doing well. The implanting physician has no information regarding the patient's explant.

Manufacturer narrative:
The explanted devices were not returned to bsn.